Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use, 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 1 event was previously reported during the reporting period; however, - 1 previously reported event in this report is a duplicate of the event reported under MFR report # 3015967359-2022-01062. - 0 previously reported events are included in this follow-up record. H3 other text : there are no events to report for this catalog#/failure.

Event description:
This report summarizes 0 malfunction events in which the device was reportedly leaking.